Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected error alarms or battery alarms were noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer had a battery issues and a21 alarm on the insulin pump. The customer's blood glucose level was 145 mg/dl. The troubleshooting was performed. The customer was advised to monitor the insulin pump and time battery changes very carefully as battery out of the insulin pump for too long will cause the alarm. The patient was advised to call if the issues recur. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).